Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: a visual and microscopic analysis was performed which identified: crease sharp opening on posterior, striated opening on posterior, crease fold and wear abrasion. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. Crease sharp opening on posterior assessed as fold flaw opening the reason for reoperation was rupture.

Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.